Event description:
Insulin needle (needle portion only) found left in insulin pen. Pen disposed of, new pen secured. In review, believe that safety device portion was removed without the needle being removed from the pen with the safety. Needle is embecta autoshield duo, size 0.30 mm x 5.